Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific post market quality assurance laboratory. Pre-decontamination inspection identified a broken wrench tip in the right ventricular (rv) positive setscrew hex slot. All other seal plugs were intact and the setscrews moved freely. Post-decontamination visual inspection found that both the rv(positive) and right atrial (ra) positive retainer rings were bent upward. This would suggest that excessive force was used to retract the setscrews. The header material around the rv positive seal plug was removed along with its retainer ring in order to remove its setscrew. Engineering calculations determined that the device's life cell capacity and current drain were within normal variation. The device was put through and passed a series of automated diagnostic testing. It was concluded that the damage to the header was induced. There was no evidence of premature battery depletion.

Event description:
Boston scientific crm received information that this device triggered elective replacement indicator (eri). The monitoring voltage was 2.55 volts and was associated with a charge time of 21.0 seconds. Technical services informed the local representative that eri was triggered due to charge time and should be explanted within 90 days of eri declaration. Subsequently, boston scientific crm received information that this patient was presented to the electrophysiology (ep) laboratory for a scheduled device replacement in (B)(6) 2010. The physician experienced difficulties with loosening of the atrial pace/sense set screw. The physician used an orange bidirectional torque wrench and a fixed screwdriver one fixed screwdriver was broken in the attempt to loosen the set screw. Following suggestion from technical services, the set screw was loosen and the device was enroute for laboratory testing.